Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The exact date of explant is not known at this time. Further investigation is pending.

Event description:
Reference manufacturer number: 1627487-2020-03311. It was reported the patient experienced painful electrical shocks when therapy was enabled. Upon review of the patient's medical records, the patient believes that the device did not work as well as their previous system. In turn, the patient underwent surgical intervention in the first quarter of 2019 to explant the system. Note: since it is not known which device is causing the issue, all possible devices are being reported on.

Manufacturer narrative:
The reported event for painful stimulation could not be confirmed. As received, the ipg was inoperable due to a depleted battery. The alleged complaint for painful stimulation could not be tested due to insufficient battery voltage. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue.